Manufacturer narrative:
The user reported a low glucose event. The following example sets were provided: 1.mar-30-2025 2:38 pm / sg: n/a - bg: 227 mg/dl. 2.mar-30-2025 3:26 pm / sg: 50 mg/dl - bg: 167 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 2:38 pm user's sg was not available as the user was on their 2nd calibration in the initialization phase, and bg at 2:38 pm was 227 mg/dl. And at 3:26 pm sg was 55 mg/dl, and no bg was entered. A review of the alert history revealed that the user received a low glucose alert at 3:26 mg/dl as user's was below 65 mg/dl. Per case notes, the user ate some bread and cereal based on the low glucose alert they had gotten even though it didn't match how they felt and/or their bg readings at the time.an case (00196494) was created to address sensor inaccuracies inclusive of the reported low glucose event. A review of the in-vivo data revealed transient optical instability in reference channels during the reported time. The inaccuracies observed were likely due to early wear adjustment of the system after insertion on (B)(6) 2025. The user was educated about the early wear and the user agreed and thanked us for the assistance.a review of 2 weeks worth data (apr 1, 2025 - apr 14, 2025) post feedback was analyzed, and user's system showed good agreement between bg and sg. B4.date of this report 13 may 2025. G3.date received by the manufacturer? 13 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 30 march 2025, senseonics was made aware of an incident where user reported of receiving a low glucode alert received on (B)(6) 2025 where user provided the below examples: example a: at 2:38 pm where user's bg was 227 mg/dl and sg was not available. Example b: at 3:26 pm where user's bg was 167 mg/dl and sg was 50 mg/dl. Confirmed the following in dms: example a: confirmed bg of 227 mg/dl. User did not have sg at the time as the bg entered was the second in the initialization. After cal was excepted, the sg was 53 mg/dl at 2:56 pm (first sg value). Example b: sg was 56 mg/dl at the time reported, user did not enter a bg at that time. The user received the alerts in both instances and ate some bread and cereal based on the low glucose alert they had gotten even though it didn't match how they felt and/or their bg readings at the time.